Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery charger device red led illuminates, the charging bay was defective and noted red led lights at each payload bay. It was also noted that the device failed pre-repair assessment tests for software and charging function. It was noted in the service order &#50440;e customer reports that they experiences sparking in the power supply, and that they were not able to turn the charger off&#56224;this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.